Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had difficulty breathing while on a permanent implant procedure. The procedure was aborted. The physician inserted a laryngeal mask airway (lma) on patient to help get breathing back again. The cause of the patients breathing issue was unknown. It was noted that the patient had sleep apnea. The patient was doing well.